Event description:
It was reported to covidien on (B)(4) 2012 that a customer was stuck with a needle. The customer states when the nurse tried to scrap a needle after removal, the needle got caught on the container. The nurse put her hand into the container in order to take off the needle and then received a needle stick. The customer reports the nurse has had blood tests immediately following the event and is awaiting the results.

Manufacturer narrative:
Submit date: 05/24/2012. An investigation is currently underway. Upon completion, the results will be forwarded.